Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.00/2.0/075 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2020. The lens was replaced with a shorter length lens due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.